Event description:
It was reported that the deep brain stimulation (dbs) patient experienced wound dehiscence of the implantable pulse generator (ipg) pocket showing two openings at the incision site. The patient underwent a revision procedure where a new pocket to place the ipg was made to the left through the original incision and away from the dehisced tissue. Antibiotic powder was administered to the new surgical site to prevent infection. It was assessed that the dehiscence was caused due to patient's thin skin. The patient was expected to fully recover.